Event description:
It was reported this event occurred in the operating room and the insertion site was the jugular vein. It is noted that when inserting the guide wire, it began to stretch. The guide wire was removed and another kit was opened and used successfully. There was a delay noted, but it did not cause harm to the pt. There are no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.